Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Upon further investigation of the CT scans by healthcare professionals the following was observed: the talar component does also have some radiolucence, but no cavities, indicating loosening, but no migration. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.